Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Customer returned meter. Meter is unlocked to mmol/l. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Error numbers 0300, 0015, 0806 errors were found in the meter internal log. Error 3 errors with low battery icon were observed. Calibration parameters were not within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa 16may2006 letter.